Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient sought medical attention and an urgent care centre with an infection that developed at the infusion site (arm) while wearing the pod between 36 and 48 hours. The skin at the skin was reported to be elevated, red, hard and painful to touch. The patient was treated with unspecified antibiotics.